Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with the customer's pump. The nurse states they downloaded pump to carelink pro and in the report it says the pump is suspended. The customer states they did not suspend the device. The customer states the daughter is not suspending when she takes a shower. The customer's average blood glucose level was reported to be 202mg/dl. The customer was advised to call helpline in order to troubleshoot. No further assistance was provided.